Manufacturer narrative:
The device was returned for analysis. The balloon returned partially loaded in a non-mdt introducer sheath. There was a kink on the introducer sheath distal to the strain relief of the introducer sheath. The distal tip of the sheath was slightly damaged. The balloon was removed from the sheath with no issues noted. The mid-to-proximal balloon folds were bunched and partially opened. Bunching was visible on the inner lumen proximal to the proximal inner shaft marker. A 0.033 inch guide wire was returned loaded in the device. It was not possible to remove the guide wire. Negative prep was performed with no issues. The balloon was inflated to 8atm successfully and maintained pressure.

Event description:
It was reported that the physician was attempting to use an assurant cobalt stent to treat a non-calcified and moderately tortuous right subclavian artery with 75% stenosis. No damage was found on the package. No issues were noted when removing the protective sheath. No issues noted during prep or during inspection before use. The lesion was pre-dilated using an admiral xtreme one time at 8atm / 30sec. It was reported that during the procedure, resistance was encountered with non-mdt ancillary device / guiding sheath during delivery. No resistance was encountered passing the lesion site. It was reported that balloon pressure stopped increasing while inflation was attempted. Stent implantation was performed while visually observing stent expansion. The same inflation device worked without issue with the admiral xtreme. Resistance was also encountered with the non-mdt guiding sheath during retraction indicating that something might have happened to the stent during delivery. By pulling the shaft little by little, the device was retracted and removed out of the sheath with no particular action provided for the event; the procedure was completed with a delay of less than 30 minutes. The catheter was removed after negative pressure was applied for about 30 seconds. Post-dilation was performed using the pre-dilation balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.